Manufacturer narrative:
(B)(4) device is currently unavailable.

Event description:
Per the clinic, on (B)(6) 2014 the patient was administered sedation to facilitate with integrity testing of the device. No connection could be made to the internal device, and the issue could not be resolved. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.the device has not been made available for analysis as of the date of this report, (B)(6), 2014.